Event description:
A bipap a40 device was returned to a third-party service center for service with no initial alleged complaint. During the evaluation of the device, the service technician observed a ventilator inoperative error code e050 (the difference between the blower pressure sensor reading and the outlet pressure sensor reading is 10 cmh2o or greater for 5 seconds). Additionally, dust/dirt/tobacco contamination was found inside the device, the accessory port cover was missing, and the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device will be scrapped at the customer's request; therefore, no additional repair information was provided.